Manufacturer narrative:
(B)(6). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA "(B)(6) 2011".

Event description:
The customer reported that the c arm cuts off by itself while in use in the operating room.